Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. A visual inspection of the returned pressure transducer showed small crystalline debris in the membrane ceramic cavity on the top of the pressure sensor chip. Otherwise, no anomalies were found. No device logs were received. The returned expiratory side pressure transducer was installed in the reference ventilator. Several pre-use check succeeded and simulated use test ventilation was started. After less than one day the ventilator started to alarm for pressure related problems and subsequent pre-use check failed. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that reported failure and the expiratory side pressure transducer's unstable behavior most probably was caused by particles/debris/dirt in the ceramic cavity on the top of the sensor's chip.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).